Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the foley catheter was used for cervical ripening, the balloon of the catheter burst inside the patient.

Manufacturer narrative:
Upon further investigation review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the foley catheter was used for cervical ripening, the balloon of the catheter had burst while inside the patient.